Manufacturer narrative:
Samples returned functioned as required. Unable to determine cause without actual device involved in incident.

Event description:
It was reported that the catheter balloon would not deflate. Inflating mineral oil and cutting off the valve did not deflate the balloon. The pt was sent to surgery to remove the catheter.